Event description:
Surgeon reports that device clip delivers an inaccurate clip and has to be removed and/or replaced. This event has been reported on three occasions. In this case, the mammary artery was cut.